Event description:
It was reported that during a lung biopsy through video laparoscopy procedure, the doctor has never seen the staple line opened after the stapling. The doctor loaded the cartridge correctly, he waited fifteen seconds to perform the firing. He followed all the steps described in the IFU. He performed the first, second and the third firing, with the blue reload, through video laparoscopy, without any intercurrence. After the third firing, the staple line opened. Follow the picture attached. The doctor had to open the patient to perform the manual suture. The pathologist was in the surgical room and it was detected that the patient has a lung cancer, so, the doctor had to perform a lobotomy. The bronchial tubes were stapled with green load. The patient's recovering is well.

Manufacturer narrative:
(B)(4). Photographic evidence indicates that there appears to have been a staple cartridge to tissue thickness mis-match. However, it cannot be determined if the mis-match was purely tissue thickness based or a case of tissue swell resulting from previous firing trapping fluids. The photograph however, does confirm the complication described.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Based on the photographic evidence that there appears to have been a staple cartridge to tissue thickness mis-match. However it cannot be determined if the mis-match was purely tissue thickness based or a case of tissue swell resulting from previous firing trapping fluids. The photograph however does confirm the complication described.